Event description:
Surgeon reports a severe inflammatory reaction after iol implantation. The reaction was noted at 2 days post-operative in the anterior and posterior chambers. The reaction resolved with corticosteroid treatment. The surgeon believes this incident to be related to the lens or the solution.

Manufacturer narrative:
The lens model reported to be possibly associated with this event was an ma60bm not an ma30ba as originally reported.